Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has poor sound perception with the device. It is unknown if an accident or a trauma has happened.

Manufacturer narrative:
(Exemption number e2015033). Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted user has poor sound perception with the concerned right side device. It is unknown if an accident or a trauma has occurred, however, according to information on the device explantation report, the recipient is understood to hit her head often. The recipient was re-implanted.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. There are no plans for re-implantation at this time.

Event description:
The bilaterally implanted user has poor sound perception with the concerned right side device. It is unknown if an accident or a trauma has happened. Re-implantation is recommended by clinical support, but so far no decision for re-implantation or date has been scheduled.